Event description:
Additional information received clarified that the stenosis of the pipeline was referring to a failure to open and not damage. It was stated that the patient was in critical condition because of their medical history, not because of the medtronic device. The cause of the event was not determined. The pipeline was not positioned in a bend when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the flow diverter did not deploy distally. After the pipeline flex was released from the phenom 27, healthcare provider (hcp) waited to see if it would deploy, but it did not. The entire device was then resheathed into the microcatheter. Multiple attempts were made, but with the same result: the distal end would not open, while the mid and proximal portions deployed normally. The appearance of a "stenosis" on the distal ped may have been caused by damage from repeated resheathing, but it still failed to deploy. A new device was then used, which deployed normally. No patient symptoms or further complications were reported as a result of this event. There was delay in placement of the second device. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient is alive with no injury, still in critical condition. The patient was undergoing surgery for treatment of a left internal carotid artery (ica) m1 "blood blister" aneurysm with a max diameter of 4 mm and a 4 mm neck diameter. The landing distal m1 2mm, landing proximal, ica 3.5mm. Segment level of aneurysm was 5.5mm. The vessel was not tortuous. Dual antiplatelet therapy (dapt): i.v. Bolus+ infusion of gp 2b/ 3a antagonist (tirofiban/ aggrastat), + i.v. Aspirin bolus. Angiographic result is okay after placement of the second pipeline. Ancillary devices include a phenom27.